Event description:
Information was received indicating that a smiths medical cassette had a fold in the bladder of the cassette which would cause multiple air bubbles that could not be dispelled during the reconstitution process and that there were multiple air bubbles that despite manipulation with a syringe, the air bubbles were caught in the edge of the bladder. There were no adverse events reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop . Pictures were received on the malfunctions. Five total. . One, two three and four 21-7302-24 pictures reveal used condition with no discrepancies noted. Picture 5 reveals 21-7302-24 air bubble in the pump tube. When testing sample the result verified could not purge because ay bags were airless. It was found impossible to remove the air bubbles during testing. The quality review was reviewed and the assembly was 100 % passed testing. The cause of event is believed to be assembly error. · verify bag is placed properly in housing per pm-1009, pm-1010, pm-1011; bag has been inflated. Verify parts are free of damage (scuffs, pinch marks, etc.) Cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Complaint verified. Updated fields b 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop . Summary in h 10.

Manufacturer narrative:
Information was received on 04/19/2020 indicating that, during the reported event the patient filled the cassette but did not attempt to use any of it. They continued their medication regime by mixing a new batch of medication and filling a new cassette. As a result, they did not miss any of their scheduled dose.